Event description:
As reported by the user facility: anesthesiologist began anesthesia induction and shortly after noted that the patient started seizing. Patient was emergently intubated to protect the airway, was stabilized and surgery was able to be completed. Post-operatively patient remained intubated and remained in ICU overnight. The patient was extubated in the morning and reports are that there are no signs of impairment. Based on a review of the keyboard history and device history reports biomed obtained from the pump, the pump was programmed starting at 2:17 pm and at 2:18 pm the syringe holder was opened. There is no data until 2:54 pm at which time there was an error followed by syringe brand and size was selected with a syringe fault error.